Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, cracked lcd display window, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.